Event description:
It was reported that the user experienced elevated blood glucose of 212 mg/dl on both the ilet and a confirmatory fingerstick after eating without a meal announcement, while on day three of ilet use and with a same-day supply change and no observed leaks or tubing kinks. Symptoms included hyperglycemia. Outcomes included continued self-monitoring with algorithm-driven correction dosing and no need for further assistance. Investigation included technical review of device data and user education. Investigation of this case revealed normal device function with appropriate automated correction dosing, and user-related meal announcement timing as a contributing factor. It was concluded that the event was related to use conditions, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.